Manufacturer narrative:
The reported event of ¿unable to advance a stylet¿ was confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13252, related manufacturer reference number: 2017865-2020-13253. It was reported that the patient presented to the clinic for a routine follow up. It was noted that the patient had developed an infection. Echocardiogram revealed vegetation on leads. While explanting the right ventricular (rv) lead it was observed that multiple stylets failed to advance. The entire system including the implantable cardioverter defibrillator (ICD), right atrial (ra) lead and rv lead were explanted. No patient consequences were reported.